Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated. Inferior vena cava (ivc) perforation and tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per the computed tomography (CT) abdomen report dated (B)(6) 2019: "findings: gunther tulip ivc [inferior vena cava] filter is demonstrated. The filter demonstrates 8 degree anterior tilt and 10 degrees right later tilt in the sagittal and coronal planes respectively". "No strut fracture is demonstrated. The 4 longest filter struts protrude minimally through the wall of the ivc into retroperitoneal fat. None penetrate into vital organs".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that "[pt] received a cook gunther tulip on (B)(6) 2007." It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received 2/27/2017 - patient alleges the following: to prevent pulmonary embolisms, and ivc filter was implanted on (B)(6) 2007. Patient has not attempted to remove filter and has no current issues. Claiming for on-going monitoring costs and potential future medical costs.

Manufacturer narrative:
Correction: it is alleged the patient received an ivc filter on (B)(6) 2007 to prevent pulmonary embolisms. Plaintiff alleges damages related to ongoing medical monitoring without further details. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.